Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient reported for follow up, and the pacemaker could not be interrogated with inductive telemetry. There were no adverse consequences to the patient.